Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no required assistance from a third party. Customer gave correction insulin injection by pen or syringe, received instructions from technical support to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if problem returned.